Event description:
The mother of a male pt contacted lifecor customer support to report that the pt was getting many "adjust belt" messages. Support confirmed that the garment was snug and that all four ECG sensing electrodes were on the skin. Support requested a manual recording and a download. The download revealed a potential electrode belt problem. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. There was wire that came off a solder pad. This wire connected the right ECG to the distribution node. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unk but is likely due to random component failure. No adverse event resulted from the faulty electrode belt. The pt rec'd a replacement electrode belt.